Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. There was no associated air in line alarm reported. This was identified during fill cycle two of three of peritoneal dialysis therapy. The technical service representative advised the caregiver to end therapy and contact the nurse. The caregiver elected to contact the nurse prior to ending therapy to get further direction. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.